Event description:
The report received from the field indicated that the patient had a sub acute thrombosis (sat) after cypher stent implantation. The pt's index procedure for the cypher stent implantation was done at another facility/hosp. No details of the patient's index procedure or device were available. No information was available in regards to treatment of the adverse event (ae). Additional information has been requested multiple times but is not available as of the time of this report.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.